Manufacturer narrative:
Patient was revised due to a broken corail stem neck. Examination of the returned product confirms the report. The femoral stem fracture was caused by low-stress, high-cycle fatigue. There were no inclusions or other defects that contributed to crack initiation or propagation. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combination was not provided. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Monitor via sep-419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to a broken corail stem neck.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.